Event description:
The customer reports that the ventilator would not cycle while connected to a pt. There was a loud popping noise and the low expired minute alarm was activated. No other alarms were noted by the hospital staff.